Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4)- incomplete. Incomplete the lot number is currently unavailable. Associated medwatches: mr# [mr# 1221934-2018-51650, 1221934-2018-51649] this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the 2nd omnispan backstop couldn¿t be brought through the meniscus and stayed on the needle although the trigger was pushed a few times. Afterwards the surgeon tried a second needle and the same problem occurred. Then he used a new deployment gun and a new (3rd) needle and everything went well